Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) and an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, when the device was rotated, the third band could not be deployed, causing the bands to cross each other. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.